Manufacturer narrative:
H3. Device evaluated by manufacturer?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported a patient presented to the ER with an skin ulcer at their generator site. The patient's ulcer ruptured at the hospital exposing the patient's leads. The patient underwent surgery for wound cleaning and vns repositioning to allow the wound to heal. The patient's generator and lead were not exchanged. Device history records were reviewed for the patient's generator and lead. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.